Event description:
The customer reported to olympus, the ultrasound bronchofibervideoscope had a blackout screen showing no image and constant air coming from the inside. The issue occurred during reprocessing. There were no reports of patient harm or patient involvement. This MDR is being submitted to capture the black out screen reported by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reportable allegation of blackout screen was not confirmed. The customer's allegation of air/water leakage was confirmed. In addition to the reportable finding documented in b5, the non-reportable findings are as follows: the bending section cover glue was cracked, there was leaking in the biopsy channel, image guide breakage, one echo signal was missing, there was angulation, and the user bar code advanced diagnostics was dry. Based on the results of the investigation, the screen is black problem was not reproduced, therefore the problem was not found. A definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.